Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in resetting it. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact technical support if the issue recurred and confirmed understanding of the instructions.